Event description:
Literature was reviewed regarding ¿ zone 2 aortic arch repair with single fenestrated physician-modified endografts, at least 3 years of follow-up¿ the time frame of this study was over five-year period. Valiant captivia stent grafts were physician modified and implanted in the treatment of various aortic pathologies. The left subclavian artery was stented in 70% of cases using a non-mdt stent. Patient deaths were reported in 10 % of the patient population. Deaths occurred post implant during the index procedure. One of which was described as a technical failure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ zone 2 aortic arch repair with singlefenestrated physician-modified endografts, at least 3 years of follow-up¿ bacri c, ata ozdemir b a, hireche k, alric p, canaud l journal of endovascular therapy 2025, vol. 32(5) 1614¿1622 https://doi.org/10.1177/15266028231215779 a.2, a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.